Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer was facing malfunction with insulin pump that insulin pump loosing their time and date after changes battery current blood glucose of customer was unknown. Customer already moved to the 670g pump and insulin pump is not expected to return for analysis.

Manufacturer narrative:
Device passed self-test, a21 error test and displacement test. No unexpected a17 alarm, a21 alarm or reset time/date anomaly after change battery noted during testing.